Event description:
The customer reported the ventilator would not power on. The device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician reported finding the ventilator circuit breakers in the off position. The service technician turned the circuit breakers to the on position and ac power was restored. Review of the ventilator diagnostic code log noted the device had been running on backup battery power which became depleted during extended use. If the mains ac circuit breaker on the ventilator is in the off position, there is no ac power to the ventilator and the ventilator will shut down and alarm if no backup power source is available. Extended self testing (est) and performance verification testing was completed and tests passed per operating specifications. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a yellow battery in use led is lit. Operation will continue in this state until the battery capacity is nearly expended. When the battery has only about 5 minutes of operation left, an audible, nonresetable high priority alarm will sound and a red battery low led will flash continuously. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The backup battery will charge when the ventilator is plugged into a viable ac supply. This event is being reported as a user error.

Manufacturer narrative:
Circuit breakers in off position.